Event description:
On 08/06/1998 following diagnostic procedure, an angio-seal device was placed in a patient's right groin. Sometime later that day the patient developed a cold right foot. A contralateral angiogram was performed which noted a complete occlusion of the right femoral artery. A perfusion wire was inserted, reopro was administered, and a percutaneous transluminal angioplasty of the right femoral artery was performed. This improved run-off, although slight thrombus formation remained. The patient was kept overnight for observation, the next day a doppler was performed which identified slightly decreased flow but no occlusion on the right. The patient was discharged home on anticoagulant therapy (ticlid). As on 09/14/1998 there has been no further report to the MFR of complication or patient sequelae.